Event description:
It was reported that during preparation for a coronary stenting treatment procedure, damage to the device was noted. The packaging of the 2.75x24mm liberte bare metal stent was opened, and the product was damaged. The device was not used, and the procedure was completed with another of the same device. There were no pt complications. Several attempts to receive additional information were unsuccessful.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.